Event description:
The patient was tested in the field and had a blood glucose reading of 51 mg/dl by the paramedics. The patient was brought into the emergency room 15 minutes later and they tested the blood glucose with the suspect device and it was 421 mg/dl at 10:55am. A repeat test was perfomed on the suspect device and it was hi at 11am. A lab blood glucose was done and it was 31 mg/dl. At 12:35pm, another repeat test was done on the suspect device and it was hi. The patient was treated based off of the lab result.